Event description:
It was reported that when using the bd pyxis¿ es server all stations, after the 1.11 upgrade on the provision portal, failed to synchronize. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that a connection error indicated that the station was unable to communicate with the synchronization (sync) endpoint (grmc.gu:50052). A technical support specialist (tss) escalated the error details to the systems engineer (se), who determined that the issue was caused by an incorrect sync address configuration. The se updated the sync address, after which customer verified that the stations were successfully syncing as expected. The system functioned as intended after the technical support specialist troubleshot the device.